Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite colonovideoscope had an air leak from the operation unit. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects due to insufficient cleaning. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, there was no air leak; however, the scope cover did have a crack. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The device was cleaned, disinfected, and sterilized the device before it was sent back to olympus for repair and the customer did not know what the foreign material may be. There was no delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, it was unknown if there were any abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air and water nozzle with clean lint-free cloths, brushes, and sponges. The customer flushed the air / water nozzle with the detergent solution, and it was unknown whether there were any concerns about the reprocessing process. Additional findings include the following: the adhesive on the bending section cover had a white-clouded area, the adhesive around the light guide lens had a white-clouded area / was peeled, the light guide lens had a crack, the objective lens had a chip / a scratch, the adhesive around the objective lens had a white-clouded area / was peeled, the paint on the suction cylinder was peeled, the control unit had a crack, switch 1 had a scratch, the universal cord had a wrinkle, the control unit was shaved, the adhesive on the bending section cover had a crack / chip, the plastic distal end cover had a scratch, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.